Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during preoperative testing. According to the report the doctor used another device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.